Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope was leaking liquid at the channel. The issue was discovered during preparation for use. There were no reports of patient harm associated with this event. The subject device was subsequently returned and inspected. The inspection revealed foreign material exiting from the cylinder. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
(B)(6). The subject device was returned and evaluated. The reported leak was confirmed. The liquid was leaking due to a damaged channel tube. In addition to the aforementioned foreign material, the following device problems were also identified: the light guide lens was broken, the switch was damaged, the connector was corroded, and the device had scratches. The investigation is ongoing. A supplemental report will be submitted upon completion.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning due to leaking in the channel. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.